Manufacturer narrative:
(B)(4). Investigation report: testing was performed in triplicate at abbott diagnostics (B)(4). On retained kit lot 153683 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 153683, card device part number 195-430h / lot 147123a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153683 showed that the complaint rate is 0.0033 %. Abbott diagnostics (B)(4). Was unable to determine the exact root cause of the reported issue.

Event description:
Customer reported one hundred thirty-seven (137) false positive results with the binaxnow covid-19 ag card on multiple dates in january on kitted nasal swabs. This report is for patient one hundred twenty-six (126) of one hundred thirty-three (133) and lot 153683 (total quantity 10). Patient was tested with the binaxnow covid-19 ag card on (B)(6) 2022 which generated a positive result. Confirmation pcr nasal sample was collected the same day, placed in vtm, and transported via currier to a separate branch lab for testing (platform: perkinelmer) which generated a negative result. The patient was asymptomatic. No serious injury, medical intervention or treatment decisions occurred as a result. Customer is performing tests in community organizations (cohort 1: k-12 schools including faculty).